Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. This lead is out of service. No additional adverse patient effects were reported. Additional information received indicates that the lead was explanted as it was just a temporary lead.

Manufacturer narrative:
This supplemental report was created to capture additional information in b5 event description and this does not meet reportable criteria.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to unknown cause. This lead is out of service. No additional adverse patient effects were reported.